Manufacturer narrative:
One device was returned for analysis. Review of the event history log (ehl) showed there was an air in line alarm. Functional test was performed, and the reported issue was duplicated. The probable cause of the reported issue was due to an air detector. As a result, the air detector was replaced. A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture.

Event description:
It was reported that the pump triggered an air bubble alarm even though the tube was inserted correctly. There was no patient involvement, no patient injury was reported.